Event description:
Additional information received states that this device has been replaced with no adverse patient effects from the procedure.

Event description:
Boston scientific received information that this pacemaker showed 1.5 years remaining 4 months ago and last month it was at end of life (eol). No changes were made to the device outputs prior to declaring eol. A replacement procedure will be scheduled for the future. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
At this time, the device remains in service. Should additional information become available, this investigation will be updated.

Manufacturer narrative:
This device has been returned and is currently undergoing analysis. This investigation will be updated when analysis has been completed.